Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having flow issues while conducting preventive maintenance. It was determined that the device had a failed circulation pump. So, requested a quote for 2000-hour service and system hours were 4022.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. The device was evaluated upon receipt. Unit is reading no flow, flow was observed through shunts. Replaced flowmeter. Performed pm procedure. Serviced circulation pump, mixing pump. Replaced manifold o-rings, drain valves, tank tubing. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having flow issues while conducting preventive maintenance. It was determined that the device had a failed circulation pump. So, requested a quote for 2000-hour service and system hours were 4022.